Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on jun 6, 2024 section h3. Device evaluated by manufacturer? Yes device evaluation: 1 of the reported 1 opened patient interface received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damages, or any debris, loose particles, fibers, or foreign matter. Functionality test was performed, and the result was found within specifications. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search for related complaints from lot number 60499859 was conducted. 9 related complaints found for "lvc : dc-suction loss during laser fire" and "hs-incomplete treatment - unspecified : 10057765" and 4 related complaints found for "lvc : dc-foreign material - loose". Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Correction: upon further review on july 17, 2024, it was noted that section h4 device manufacture date was submitted as sep 27, 2023 on the initial MDR, but should be sep 26, 2023. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section h4: device manufacture date, sep 26, 2023 all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section h11. Corrected data - based on the returned product, it was determined that the complaint was regarding debris and not suction loss. As a result, this case is no longer considered reportable and has been downgraded. No further information will be provided for this specific case. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as patient interface is not an implantable device. If explanted, give date: not applicable, as patient interface is not an implantable device the patient interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported suction loss during laser firing while using their patient interface. Procedure was completed successfully with a new patient interface. No patient injury reported. It was reported that there was debris on the patient interface as well. No further information provided.